Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. After a bsc stent was deployed in the proximal lcx, a 2.25x32mm promus premier stent was advanced but failed to cross the distal lesion. During removal, the stent got caught on the distal edge of the proximal stent and dislodged. Subsequently, the dislodged stent was deployed using a semi compliant and non compliant balloons and the procedure was completed. No patient complications were reported and the patient's status was fine. The patient was discharged the following day.